Manufacturer narrative:
The product was returned. Solution is dried on the lens. Broken haptic was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the reported complaint of ¿lens stuck in cartridge¿. It is unknown if an approved cartridge was used. Only the lens was returned with solution and broken haptic damage. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A customer reported that an intraocular lens (iol) was stuck in the barrel of the cartridge as the lens was being implanted into the eye. The cartridge and the lens were removed from the anterior chamber, which caused additional surgical trauma. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Initial reporter. Zip code is not indicated at this time. (B)(4).

Manufacturer narrative:
Additional information provided: the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previously submitted smdr noted that additional information was received. It was not additional information, but rather a correction. Additional information was selected in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information: the product was returned. Solution is dried on the lens. Broken haptic was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the reported complaint of ¿lens stuck in cartridge.¿ it is unknown if an approved cartridge was used. Only the lens was returned with solution and broken haptic damage. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).